Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results, for three (3) patient samples, over two separate days, from the unicel dxc 880i synchron access clinical system. This report references results for two (2) patient samples which were obtained on (B)(6) 2013; please refer to medwatch report #2050012-2013-00819 for a report of the event which occurred on (B)(6) 2013. The erroneous results were not reported out of the laboratory. Subsequent repeat of the samples on an alternate dxc analyzer produced results which were considered correct and the results were reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Quality control (qc) results prior to and following both events were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed micro bubbles in the ratio pump. The fse replaced the ratio pump, dis-assembled and cleaned the flowcell, replaced the chloride (cl) electrode tip and carbon dioxide (co2) electrode membrane, and cleaned the electrolytes injection cup (eic). The fse also returned the following day and performed ion selective electrode (ise) preventative maintenance (pm). Failure mode of this event is unknown. The fse replaced multiple parts and performed multiple actions, any of which could have caused or contributed to the event. Results: flowcell and eic.